Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited the site and identified the problem. Upon troubleshooting, fse found all lan cables were functional, but the cisco managed switch was found to be malfunctioning. Fse replaced the part. Following the switch replacement, geometry movement was absent, and the geo io box in the r cabinet showed a red light. To resolve the problem, fse replaced the geo io box. After replacing the geo io box, the system was restored to normal working order. The codes were updated based on the investigation outcome

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.